Event description:
During a labor and delivery procedure, the cable of the active electrode cord was inadvertently clamped when the holster was clamped to the drape. The insulation on the pencil cord was damaged and the patient received a burn. The significance of the burn was not known, but considered severe because the patient retained a lawyer.